Event description:
A malfunction alarm was reported while the pump was in use, specifically during the pumping process. The customer's blood glucose level was recorded at 8.3 mmol/l, which is within the normal range. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted with cartridge alarms continuing to occur. Customer reverted to using multiple daily injections (mdi) as a backup insulin therapy to ensure constant insulin delivery.